Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the inner insulation of the lead became extrinsically distorted due to kinking/buckling. The distal conductor of the lead became extrinsically distorted due to pulling/stretching/over stress. Visual analysis of the lead indicated the lead was stretched. Visual analysis of the lead indicated damage at implant. The analyst noted all electrical testing was within specified. According to the reported, it is likely that the helix was not screwed in due to the lead stretched, and with buckling of the inner insulation. A stretched lead may not fully transfer torque to the helix when turning the is-1 connector pin. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the pacing lead exhibited low sensing in different positions. It was further reported that the lead exhibited varying impedance and it was unknown if the helix was screwed in. The lead was explanted and replaced. No patient complications have been reported as a result of this event.